Manufacturer narrative:
The investigation determined that higher and lower than expected quality control results were obtained from vitros total thyroid control lots 730 and 740 processed using vitros tsh reagent lot 5850 in combination with a vitros eciq immunodiagnostic system. The assignable cause for the event was determined to be an instrument issue. An ortho ls processed a 10 replicate precision test using vitros total thyroid control fluids and the level 2 results were outside acceptable guidelines, indicating the vitros instrument was not performing as expected. An ortho fe performed checks & adjustments to the well wash, microwell incubator, reagent metering and signal reagent subsystems. In addition, the ortho fe replaced a valve to the uwr reservoir to resolve this issue. Service feedback indicates that qc results post service were acceptable. It was concluded that service actions performed by the ortho fe had resolved the issue. Ortho has not been made aware of any erroneous vitros tsh patient results obtained or reported from the laboratory over the time frame of the event. There was no allegation of patient harm as a result of the event.

Event description:
An ortho clinical diagnostics (ortho) field engineer (fe) reported higher than expected results obtained from a quality control (qc) fluid sample using vitros immunodiagnostic products tsh reagent pack in combination with a vitros eciq immunodiagnostic system. The qc fluid was vitros immunodiagnostic products total thyroid control (ttc), lots 740 and 730. Ttc lot 730 level 2 = 0.064 versus baseline mean 2.28 miu/l. Ttc lot 740 level 2 = 3.44 versus baseline mean 2.66 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected result was attained from a qc fluid. There were no reports of affected patient results and there were no allegations of patient harm. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).